Event description:
It was reported that, "the reamer of the lag screw would not line up with the lag screw hole of the nail. We scorded the nail at the superior and anterior opening of the lag screw hole. The nail was replaced with a 340 right gamma nail. Prior to the insert, the surgeon tried to pass the lag reamer through the lag screw hole unsuccessfully. We then opened a new set of instruments and the device worked fine. We concluded that the targeting device was defective. The procedure was then completed without incident."

Manufacturer narrative:
Add'l info has been requested, and if provided, will be reported on a supplemental report.